Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer¿s blood glucose was unknown. Troubleshooting was performed for pump error and the customer stated that they are unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be return for the analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind. Failure has been isolated to the motor assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarm.